Event description:
It was reported the programmer screen was cracked, the cause unknown, and boot up time was slow. The programmer was returned for repair. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the programmer had a long boot time. No fault was found with the display, but the overlay to the screen was cracked.